Event description:
It was reported to philips that the "button was not sensitive". Not clear what button they are referring to. There was no patient impact.

Event description:
It was reported to philips that the "button was not sensitive." Not clear what button they are referring to. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.